Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse events of peritonitis, characterized by nausea, vomiting, diarrhea and abdominal pain which warranted hospitalization and antibiotic therapy. The patient¿s pdrn reported the cause of the peritonitis was due to touch contamination on the part of the patient. The pdrn stated the events were unrelated to the utilization of a liberty select cycler and/or any fresenius device(s) or product(s). Therefore, based on the information available, the liberty select cycler can be disassociated as there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the event. Moreover, the patient continued to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
Additional information from the peritoneal dialysis registered nurse (pdrn) stated that the cause of the patient's peritonitis is believed to be touch contamination on the patient's part.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and cycler set and the adverse events of peritonitis, characterized by nausea, vomiting, diarrhea and abdominal pain which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn stated the events were unrelated to the liberty select cycler, cycler set, and/or any fresenius device(s) or product(s). Therefore, based on the information available, the liberty select cycler and cycler set can be disassociated as there is no allegation or objective evidence indicating a liberty select cycler or cycler set product deficiency or malfunction was associated with the event. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient was being treated for peritonitis. It was reported the patient was unsure how they got the condition and was at the hospital. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2019 for peritonitis after presenting to the emergency room with nausea, vomiting, diarrhea and abdominal pain. A peritoneal effluent fluid culture was positive for corny bacterium, and the cell count revealed an elevated white blood cell (wbc) count of 1520 mm3. The patient was treated with a manual daytime exchange of intraperitoneal (ip) vancomycin 2000 mg every 5 days, and ip fortaz 1000 mg daily. The cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to any fresenius device(s) or product(s). The patient reportedly continues to perform continuous cycling peritoneal dialysis (ccpd) therapy at home, while utilizing the same liberty select cycler.